Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed after the initial firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No incident related to the reported event was observed during the batch record review. The analysis results of the er320 instrument b found that it was returned with the jaws yielded. The device was cycled and ejected the remaining clips. It could not be determined what may have caused the jaw damage. It is known from the history of the instrument that the found jaw condition can lead to the reported event of clips being spit out. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips." No incident related to the reported event was observed during the batch record review. Device b additional information: batch # f9hr39; expiration date: 09/2014; manufacturing date: (B)(4) 2010.